Event description:
It was reported that the atrial lead exhibited low impedance. The lead was reprogrammed. The patient is in good medical condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.